Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 200 mg/dl. The customer was showing symptoms of vomiting. The customer is only using the pump for insulin delivery. The customer asked the helpline why her blood glucose meter is not sending her blood glucose to the pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer doesn't have meter. The customer was admitted to the hospital. Customer's blood at time of emergency room visit was 200 mg/dl. The customer cause of emergency room visit was high blood glucose and high white count. The customer was advised that blood glucose meter will be sent out to her.